Manufacturer narrative:
The patient experienced adverse events on different days with the same device. The following reports are being submitted. (B)(4).

Event description:
Dexcom was made aware on 12/20/2017 that on (B)(6) 2017, a loss of connection between the transmitter and receiver. No additional patient or event information is available.